Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7098831. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27370068.

Event description:
It was reported that during the implant procedure when the physician was tunneling, the patient went into cardiac arrest and was flipped over to perform cardiopulmonary resuscitation (CPR) and was intubated. At night as soon as the patient was intubated and was stable, the physician decided to explant the leads and click anchor. The physician believed that the patients cardiac arrest was not device related nor procedure related. The patient was doing well postoperatively. The explanted devices were not returned as it was discarded by medical facility.